Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 900 mg/dl. It was stated that the customer had been experiencing high blood glucose levels for the past month. The wife also stated that the customer took the insulin pump into the hot tub with him, and now the buttons respond intermittently. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Advised the wife that the insulin pump would be replaced. Nothing further was reported.